Manufacturer narrative:
(B)(4) - balloon burst.

Event description:
It was reported to boston scientific that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the balloon burst. It was unknown to what size or pressure the balloon was inflated at the time of the failure or if any pieces of the balloon detached when it ruptured. A second uromax ultra dilatation balloon was used to complete the procedure successfully.